Event description:
A patient reported experiencing inaccurate erratic results with a one touch ii meter. The patient's blood glucose results were 70mg/dl, 148mg/dl, 227mg/dl. Tests were done within <10 minutes with a difference of 63%. During the call a message of error 2 showed on the meter and this issue has not been resolved. Also customer is cleaning meter incorrectly. Patient did not experience any adverse events. No further information has been reported.